Event description:
The manufacturer received information alleging a ventilator had a bad lcd screen. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.